Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving two resolute integrity coronary drug eluting stents while the devices were crossing the calcification, the struts of the stents were getting ruptured. Deformation of the stent struts in the devices occurred. There were also problems noted withdrawing the devices. The devices were not inspected. Negative prep was not performed. The lesion was not pre-dilated. The devices did not pass through a previously deployed stent. Resistance was not encountered when advancing the devices. Excessive force was not used during delivery. There were no patient complications reported as a result of this event..

Manufacturer narrative:
Additional information: the stents lost its shape when the stents were being removed from the patient. The device did not detach into two separated pieces. No dislodgement occurred. The resolute stents were fully removed from the patient. Product analysis: the device was returned with no stent on the balloon but with the stent imprint present. The dislodged stent was returned with deformation present. No issues found with the rest of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: difficulties were encountered while removing the devices from the patient¿s vasculature. The shaft of the stents cracked while removing it back. No intervention was performed to remove the devices. The procedure was completed using an onyx trucor drug eluting stent. Initial reporter phone number. Correction: the stent was unable to pass the lesion. Annex a code a1502. Section d. Expiration date. Section h4. Device mfg date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.